Event description:
Ous MDR - after an implantation period of about 95 months, a possible lead fracture was reported. At the moment we do not have any further details with regard to the revision procedure. Should we receive more information, this report will be updated. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available iegm episode showed the presence of noise on rv channel which led to vf detection. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.